Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 6039626. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. This batch was manufactured before expiration dates were printed on packaging. H3 other text : see h.10.

Event description:
It was reported that a boag of syringe 1.0ml 30ga 1/2in uf 10bag 500cs had missing label information before use. The following was reported by the initial reporter: "it was reported that the expiration date was not on the bag. Verbatim: item # 328411 lot # 6039626b found 1 packet in home. Husband calling for wife who was taking b12 sometime ago. Found 1 loose packet of 10 sealed without expiration date noted on bag. Informed date of manufacture from lot number. Determed expired. He will dispose of this packet".

Manufacturer narrative:
"Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed."

Event description:
It was reported that a boag of syringe 1.0ml 30ga 1/2in uf 10bag 500cs had missing label information before use. The following was reported by the initial reporter: "it was reported that the expiration date was not on the bag. Verbatim: item # 328411 lot # 6039626b found 1 packet in home. Husband calling for wife who was taking b12 sometime ago. Found 1 loose packet of 10 sealed without expiration date noted on bag. Informed date of manufacture from lot number. Determed expired. He will dispose of this packet".